Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the gastroplasty via laparoscopic procedure the device did not deploy. Although the surgeon was able to pressed the green button and was able to squeezed the handle. To resolve the issue, the surgeon replaced it with a new one. There was no patient injury.